Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A review and evaluation of incoming inspection records, supplier letter verifying compliance, or certificate of conformance demonstrating compliance with the quality system release criteria. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where the sheath was obstructed. It was reported that the physician could not draw negative pressure with a syringe, on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The caller stated the guide wire was fully retracted, the sheath tip was free floating away from structures. The sheath was able to be flushed forward successfully with saline. The sheath was exchanged and the issue resolved, the case was continued successfully. There was no report of patient consequence. There was no separation of the hemostatic valve. Minimal blood leaked, but it is not clear whether it was a back flow through the hemostatic valve. No air was introduced into the body. No intervention was required. No sharp edges or exposed wires. Based on this information the event is considered an occlusion of the sheath and not hemostatic valve issue. On 9/10/2020, the bwi product analysis lab received the complaint device for evaluation. On 9/11/2020, visual inspection identified the hemostatic valve was observed pushed inside the luer hub. This finding was assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 9/11/2020 and reassessed as MDR reportable.